Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had developed a systemic infection with vegetation of the right ventricular lead. The cause of the infection was unknown. The implantable cardioverter defibrillator, right atrial lead, left ventricle lead, and right ventricle lead were explanted. The patient was stable post-procedure.